Event description:
It was reported that during an unknown procedure, the titanium tip of the first device broke after working 15 minutes. The broke part was retrieved by forceps and did not stay into the patient. The surgeon used the second scalpel but error code '5' displayed after using 10 minutes. Reinstalled but failed to pass self-test. The surgeon used the 3rd one to complete the procedure. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent device a was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. The device was functionally tested with a generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade device b was returned with the blade scratched and cracked, and the tissue pad melted. The device was functionally tested with a generator. During functional testing generator and an error code 5 was displayed. A probable cause of an error code 5 is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument. (B)(4).